Event description:
Device was deployed as per manufacturer protocol. Upon the final step to deploy and move the "tamp-tube" down to push collagen onto the arteriotomy, the device unsnapped and the back end of the device (portion that houses the suture and gears) that clicks second onto the angioseal sheath. I re-engaged the back end again and it came undone again. No other option was left but to cut the sheath shaft and retain the suture. I was able to slide the tamp tube and sheath off. I held manual compression until I was able to cut the remaining suture in the tissue track of the right femoral site. One hemcon patch was applied and 30 minutes of manual pressure was applied followed by a femostop device. There was no hematoma noticed after event and manual holding. Patient had good pulse distal after femostop was placed.